Event description:
The patient reported that the buttons were not responding on the keypad.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. All keypad buttons were responsive to user inputs. All keypad buttons click and spring back normally. The keypad was removed and there was evidence of keypad adhesive found under all key contacts. Additionally, the bolus button was difficult to push.